Event description:
A vague report was received that the pump did not detect an unknown quantity of air while being used on a pt. No pt injury resulted. The occurrence was not able to be replicated by the hospital biomed. Dept. No add'l clinical info was able to be received.

Manufacturer narrative:
Additional evaluation info the infusion pump was further evaluated by baxter healthcare. When the pump was received it was noted that this pump also no longer had the serial number plate present. Testing was performed where various intravenous administration sets were allowed to empty while the pump was operating at 100 ml/hr. A total of 60 repetitions were performed and the pump detected air appropriately with each trial. In addition, the calibration readingings were well within specification. Various attempts were made at misloading a primed intravenous tube at the area of the air sensor. With each attempt the device would alarm when it was attempted to be started. In summary we were not able to recreate the reported issue and the air sensing system functioned appropriately.